Manufacturer narrative:
The following fields were updated due to additional information: d2a. Medical device type: jka. G.4. PMA / 510(k)#:k243207. Investigation summary: bd received photos for investigation, including two that show bloody tube devices and blood in a holder, and three that show a shelf carton and unused devices. A total of 30 retained samples were subjected to functional tests to assess sleeve recovery and sleeve leakage during draw. All samples passed testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred. No adverse impact was reported regarding the patient or user.